Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose was 50 and 40 mg/dl several times on monthly basis. Customer reported that the insulin pump buttons were sticky and batteries also not lasting as expected. Customer stated that their endocrinologist explained a couple years ago, these hypoglycemia may one day cause a heart attack. The insulin pump will not be returned for analysis.